Event description:
It was reported that the shaft was fractured. A 6mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, when the device was taken out, it was found that the shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.